Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device skipped while taking a skin graft. It led to a poor donor site from the bad skin graft and there was a minor delay while obtaining another dermatome. Though the graft was noted to be useable; an additional skin graft was required from the patient. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on march 22, 2017, it was reported that the device skipped while taking a skin graft during surgery on (B)(6), 2017. It led to an unnecessary and poor donor site from the ¿bad¿ skin graft and there was a minor delay while obtaining another dermatome. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome on march 30, 2017 revealed that the control bar was set too high which would cause problems while taking a graft. The calibration and the motor speed were both within specification. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the control bar was set too high which would cause problems while taking a graft. While during the initial inspection it was noted that the control bar was set too high which would cause problems while taking a graft, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.